Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 140mg/dl. Customer continued to use the pump for insulin therapy.